Event description:
This is filed to report the clip becoming stuck in the valve causing the first clip to partially detach. It was reported that this was a mitraclip procedure to treat tricuspid regurgitation (tr) with a grade of 4+. The first clip (lot 11220r208) was implanted normally. The second clip (lot 11220r217) opened with difficulty and part of the septal leaflet was torn and was stuck in the clip and was unable to reopen in the right ventricle. The device was removed with difficulty, but the clip still could not open outside the patient. Troubleshooting was performed but the issue persisted. This incident partially detached the first clip from the septal leaflet. An additional clip was deployed to stabilize the partially moved clip. The tr remained at 4+. The procedure was stopped and the patient was stable, but the physician was considering surgery. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional clip delivery system (cds) referenced is filed under a separate medwatch report number.

Manufacturer narrative:
All available information was investigated, and the reported inability to open the clip open confirmed via returned device analysis. The reported difficult to open the clip could not be replicated in the testing environment as the clip was unable to open. The reported off label use, device caused damaged and difficult to remove could not be replicated in a testing environment as it was related to patient/procedural conditions or operational circumstances. The returned device analysis was unable to confirm the reported difficult to remove the clip delivery system (cds) from steerable guide catheter (sgc). A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on this information reviewed, a cause for the reported difficult to open the clip cannot determined. The reported difficult to remove from the anatomy appears to be related to the reported of difficulty to open the clip. The reported inability open the clip, device caused damage, and difficult to remove the cds from the sgc was a cascading effect of the reported difficult to remove from the anatomy (valve stuck in the clip). It should be noted that the mitraclip g4 system instructions for use states that the mitraclip g4 system is intended for reconstruction of the insufficient mitral valve through tissue approximation. As it was reported that the mitraclip device was used on the tricuspid valve, this complaint is considered an off-label use of the device. However, it could not be determined whether the off-label use contributed the reported event. Unspecified tissue injury is listed in the instructions for use as a known possible complication associated with mitraclip procedures. The reported unspecified tissue injury (damaged valve) was the cascading effect of the difficult to remove. The serious injury/ illness/ impairment was the result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.